Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they were having issues with the device as it keeps on shocking them. Follow-up was done with the physician¿s clinics and from the information obtained it was reported that the patient has never received any shocks; no therapy shocks and no inappropriate shocks. The issue is with the right ventricular (rv) lead as it had high and undefined pacing impedances. Because of this rv lead malfunction the physician decided to have the therapies, pacing and sensing programmed off. The patient was fitted with a lifevest and is now waiting to be scheduled for a rv lead revision procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right ventricular (rv) lead has now been explanted and replaced.

Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.